Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as unidentified (tear) and one opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Shell thickness within spec). As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported observations made during surgery of "hole in radius (edge)". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider additionally reported "observations made during surgery" of "hole in radius (edge)". The device has been explanted.